Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the implantable cardiac monitor (icm) exhibited noise oversensing. The icm was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Reported event of over-sensing was not confirmed. The device battery voltage was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated device was within normal range of operation. Analysis performed, including sensing test, found no anomaly contributing to reported event of over-sensing. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.